Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One abut tapered 1-pc screw-vent 3.5mm 1mm (tac1) was returned for investigation. Visual evaluation of the as returned product identified fragment of the abutment in the drive feature of the implant that was possibly during the removal process. Additionally, there was bone residue around the external threads due to usage. Damage observed on returned implant due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) review could not be performed for the tac1 as the lot number was unknown. A complaint history review by item number was conducted for the tac1 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
After having the prosthesis for 3 months, the abutment connection fracture in dental site 17. The implant was removed.